Manufacturer narrative:
Investigation: bd was not provided with samples or photos for catalog 309110 lot 1903306 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It has been reported that the bd 2 pc 10ml discardit ii¿ syringe w/o needle has been found experiencing leakage during use. The following has been provided by the initial reporter: when using the syringe for sampling, the hcw observed a leakage at the piston. The syringe cannot be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd 2 pc 10 ml discardit ii¿ syringe w/o needle has been found experiencing leakage during use. The following has been provided by the initial reporter: when using the syringe for sampling, the hcw observed a leakage at the piston. The syringe cannot be used.